Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported event was confirmed during testing. The fse identified a defective left surgeon side console (ssc) high resolution stereo viewer (hrsv). A replacement of the hrsv was performed to address the issue. After replacement, the system was further tested and verified as ready for use. The replaced hrsv has been returned to isi; however, evaluation/investigation has not been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted after evaluation is completed and if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A log review confirmed the procedure date of (B)(6) 2021 on system rsh0180. Based on the information provided, this complaint is considered a reportable malfunction due to the following conclusion: system unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. While there was no harm or injury to the patient during this procedure, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted gastrectomy procedure, the surgeon observed that the left surgeon side console (ssc) high resolution stereo viewer (hrsv) eye was black. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). An attempt to troubleshoot was performed by verification of the vision side cart (vsc) display configuration followed by a system power cycle and a hard system power cycle; however, the issue persisted. Isi followed up with the site and obtained the following additional information regarding the reported event: the system functionality was checked upon powering on the system and found no abnormality. The user contacted dvstat and full troubleshooting was performed. Following this, the surgeon decided to continue the da vinci-assisted procedure under this condition. There was no report of patient harm, adverse outcome or injury.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, h3, h6, and h10. D02 - intuitive surgical, inc. (Isi) received the surgeon console (sc) high resolution stereo viewer (hrsv) involved with this complaint and completed the device evaluation. During failure analysis, the hrsv was tested and left video loss was reproduced, confirming the reported event. Investigation identified a defective electrical and fiberoptic component internal to the hrsv as the root cause of the issue.

Event description:
Refer to h10/h11 for follow-up information.